Event description:
In 2008, a distributor called on behalf of the patient to report that the adhesive of the infusion sets is not sticking to his body. Upon follow up with the patient, he stated that during the months of late 2007 and early 2008, the adhesive of the infusion sets was not sticking to his body. He stated he used approximately 7 infusion sets while on a vacation in florida. He stated that some of the infusion sets would not immediately stick to his skin and would fall off within 1-2 days of use. No physiological effects were reported. He has had no further issues since that time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded all alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.